Manufacturer narrative:
(B)(4).the condition of a colleague infusion pump with a malfunction of damaged battery was confirmed and reproduced. The baxter personnel have determined that this condition is due to depleted main batteries. The main batteries and battery harness were replaced to resolve the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Quality engineering has determined that the reported condition of a damaged battery resulted from user error. A service history review revealed that this device was previously serviced for the reported condition.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.